Manufacturer narrative:
Products from multiple manufacturers were used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(6). (B)(4). Neither the device nor films of applicable imaging studies or medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with following pre-op diagnosis: adult degenerative scoliosis with decompensation; severe spinal stenosis at l2-3, 3-4 and 4-5. The patient underwent following procedures: l2 to l5 posterolateral spinal fusion; l2 to l5 posterior instrumentation with 5.5 titanium with x10 cross links; right crest graft supplemented with local bone graft, bmp and allograft; emg stimulation satisfactory. As per operative notes,¿ cross links were placed superiorly and inferiorly x10, tightened and sheared off the plugs. Simultaneously the bone graft had been placed in bmp sliced sponges and tubulized using a running 2-0 vicryl suture. These were placed in the lateral gutters from l2 to l5 in a staggered fashion on either side followed by copious amounts of local bone graft, autograft and allograft. This filled up the lateral gutters quite nicely. Small bmp strips were placed in the facet joints at 2-3, 3-4 and 4-5 followed by impaction of cancellous bone.¿ no intra-operative complications were reported.